Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed that a critical alarm had occurred. The logs indicated that the pump was in "safe state" and a reset had occurred due to low battery. The pt experienced "frank baclofen withdrawal" with seating, agitation, severe spasticity and dystonia and was "not doing well". Oral baclofen was given and within 30 minutes the pt began to "calm down". The pump was rest, however within 5 minutes it returned to safe state and began alarming again. Oral baclofen and oral valium were given in order to control her symptoms so that she would not continue to stay in withdrawal. The pump was replaced. No rotor or dye studies were performed. The pump was used to deliver compounded baclofen. Lioresal, 2000 mcg/ml, was placed in the new pump. Per the reporter, the pt recovered without sequela.